Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away in the hospital while wearing the insulin pump. It was stated that the customer was experiencing symptoms of diabetes ketoacidosis, including vomiting and stomach sickness for two days leading up to her admission. It was stated that the battery was removed from the insulin pump at home, after the device continued to beep uncontrollably. Advised the caller that a functioning battery must be kept in the insulin pump in order to retain stored data. No further info was provided.